Event description:
It was reported that the patient underwent spinal surgery on (B)(6) 2015 and topical skin adhesive was used. During the procedure, when the topical skin adhesive was applied to the patient¿s skin, the area blanched and the patient¿s heart rate dropped. The patient was administered IV benadryl. No additional patient consequences were reported and it is unknown if the topical skin adhesive was removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.